Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted to uto provide a new battery while the pocket was exposed. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted to due to provide a new battery while the pocket was exposed. A new device was implanted. No additional adverse patient effects were reported.